Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed failed due to unit perpetually rebooting. The receiver case was opened, detached u1 pcba to retrieve the download and found no errors related to the complaint. An internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.